Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were several bends noted to the catheter, confirming the reported bends. A bend can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. It is likely that as the rx trek catheter met resistance during advancement, the shaft bent. Analysis noted the femoral marker was 7 mm in length but had areas where it was scraped off. Damage to the markers can occur during manufacturing or during the procedure due to interaction with accessory devices. Since this damage was not reported in the incident information, the damaged marker may have occurred during the procedure due to an interaction with the rotating hemostatic valve or guiding catheter or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported bends. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported bends and noted marker damage appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage.

Manufacturer narrative:
(B)(4). Evaluation of the returned device noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were several bends noted to the catheter, confirming the reported bends. A bend can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. It is likely that as the rx trek catheter met resistance during advancement, the shaft bent. Analysis noted the brachial marker was 7 mm in length but had areas where it was scraped off. Damage to the markers can occur during manufacturing or during the procedure due to interaction with accessory devices. Since this damage was not reported in the incident information, the damaged maker may have occurred during the procedure due to interaction with the rotating hemostatic valve or guiding catheter or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported bends. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported bends and noted marker damage appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete.

Event description:
It was reported that during a coronary procedure three trek dilatation catheters could be advanced to the target lesion and inflated without issue, but became kinked during use. It was noted that the devices were advanced cautiously through previously implanted stents without issue. There was no significant delay in the procedure reported. There was no reported adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed that the brachial marker had flaking/peeling.